Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-may-2018 with the following findings: black box data confirmed voltages were steady with no sudden drop at the time of the reported temperature event ((B)(6) 2018 at 14:17). There was no evidence of moisture in the pump. On investigation, the pump powered on normally. Electrical current draws were found to be within specification. The pump was exercised for 24 hours without duplication of power interruption or the pump becoming warm/hot. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue; the battery compartment was reportedly hot to the touch. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.